Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-04966 and 2210968-2012-04967. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with novasure ablation, hysteroscopy and polypectomy on (B)(6) 2008 due to pelvic organ prolapse and stress urinary incontinence. It was reported that patient underwent mesh revision, excision of adenoma and abdominoplasty on (B)(6) 2011 due to rectocele. It was reported that she underwent implantation of soft mesh concurrently with vaginal hysterectomy, transvaginal uterine morcellation, myomectomy, laparoscopic adhesiolysis, posterior colporrhaphy, perineoplasty, and cystoscopy on (B)(6) 2011. It was reported that following insertion the patient experienced pelvic pain, vaginal pain, dyspareunia, numbness, anxiety, depression, difficulty defecating, pain in left thighs, adhesions, insomnia, nausea and difficulty emptying bladder. It was reported on (B)(6) 2012 the patient experienced increased vaginal pressure, dyspareunia and upon exam there was no significant prolapse. It was reported on (B)(6) 2012 the patient experienced pressure in vagina and prolapse for a few months, she has problems with defecation, pain with intercourse and pain with standing. The risks and benefits of sling removal, posterior repair and laparoscopic enterolysis were discussed with the patient on this day. (B)(4).